Event description:
This is a spontaneous case report received on 28-jul-2016 from a gynecologist/ obstetrician via account manager in (B)(6). It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The patient has endometriosis. On an unspecified date, essure was removed (other 9 cases were also reporter by this physician). The coils were perfectly located without abnormalities. The patient will return for follow-up 3 and 12 months after removal. No follow-up with the physician will be possible. Company causality comment : this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, the physician stated the essure coils were perfectly located and there were no abnormalities visible in the fallopian tubes or essure. It was also informed patient had endometriosis; this condition could be an alternative explanation/reason for a possible hysterectomy. However, since limited information was provided and considering the exact reason for essure removal was not specified, a contributory role of the suspect insert cannot be excluded. Since device removal was required, this case was considered an incident. A product technical analysis is being sought. No active follow-up with the physician will be possible.

Manufacturer narrative:
Follow-up received on 12-aug-2016 quality safety evaluation of ptc - ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-aug-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, the physician stated the essure coils were perfectly located and there were no abnormalities visible in the fallopian tubes or essure. It was also informed patient had endometriosis; this condition could be an alternative explanation/reason for a possible hysterectomy. However, since limited information was provided and considering the exact reason for essure removal was not specified, a contributory role of the suspect insert cannot be excluded. Since device removal was required, this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up with the physician will be possible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.